Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Lead 5076 with device ID (B) (4) was not returned for review analysis.

Event description:
It was reported that during the implant procedure, the helix did not extend from the lead into the rv. The lead had been tested prior to being introduced into the patient. The lead was not implanted. No patient complications have been reported as a result of this event.